Event description:
A report was received via social media that the patient had a csf leak and was hospitalize. It was also noted that the was experiencing neck pain. The physician believe that the patient had an allergic reaction with the ipg. The patient underwent an explant procedure.